Manufacturer narrative:
Received via medwatch report number 2400100000-2021-8056. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had volume delivery issues during delivery (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. The pump functioned normally and operated within the device specification range with no issue found or potential cause of the reported issue therefore and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.